Event description:
Customer reported a blank display. He stated that the display did return after he inserts a new battery. Troubleshooting did not find any damage to the battery compartment of the insulin pump. Customer's blood glucose was 146 mg/dl. The customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).